Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. A review of glucose trace data from the returned sensor 0hwct8vv6 was conducted that evaluated the potential causal relationship between the complaint, and the manufacturing issue identified in adc fa 1002-2025, a factor identified as a possible contributor to the reported low readings. Based on the available data, it is inconclusive whether or not the manufacturing issue is the potential cause of the reported low readings. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK all pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to readings of 500 mg/dl obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as weakness, nausea, vomiting, and confusion. An ambulance was called and upon arrival, the paramedics obtained a glucose reading of 600 mg/dl was obtained on a healthcare professional (hcp) meter compared to a sensor scan result of approximately 50 mg/dl to 60 mg/dl. The customer was brought in a hospital, was admitted in the intensive care unit (ICU), and received an unspecified intravenous medication for treatment of diabetic ketoacidosis diagnosis. It was reported that the customer stayed in the ICU for 4 days and was transferred in a regular room on day 5. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025.impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to readings of 500 mg/dl obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as weakness, nausea, vomiting, and confusion. An ambulance was called and upon arrival, the paramedics obtained a glucose reading of 600 mg/dl was obtained on a healthcare professional (hcp) meter compared to a sensor scan result of approximately 50 mg/dl to 60 mg/dl. The customer was brought in a hospital, was admitted in the intensive care unit (ICU), and received an unspecified intravenous medication for treatment of diabetic ketoacidosis diagnosis. It was reported that the customer stayed in the ICU for 4 days and was transferred in a regular room on day 5. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.